Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported false air in line which was not reproduced. A review of the event history log identified multiple air in line alarms. The reported condition was verified. The cause was determined to be the ultrasonic sensor calibration values out of range, which is a known contributor to air in line alarms. The ultrasonic sensor was not able to be calibrated and therefore was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The problem was found during testing at the biomedical service department . There was no patient involvement. No additional information is available.